Event description:
The following was reported to gore: on (B)(6) 2022, a patient presented with stenosis in a subclavian artery and underwent treatment utilizing a gore® viabahn® vbx balloon expandable endoprosthesis (vbx) device. While advancing the vbx device through a stenosed axillary artery, the stent dislodged from the balloon. Though it was not the intended location, the physician was able to balloon the vbx device to successfully cover a stenotic lesion where it dislodged. Another gore device was used to cover the originally intended lesion. The patient tolerated the procedure with no adverse impacts.

Manufacturer narrative:
Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Manufacturer narrative:
A review of the manufacturing records indicated the device met all pre-release specifications. The return was confirmed as the delivery system of a gore® viabahn® vbx balloon expandable endoprosthesis device (7 x 29 mm endoprosthesis,135 cm delivery system). As reported, the device itself was deployed within the patient and therefore unavailable for testing. The dislodgment of the stent could not be independently confirmed in this investigation, and the cause could not be established, as the endoprosthesis was not returned for analysis.